Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented battery was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found that the battery had vented, was wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed vented battery was determined to be from battery degradation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a procedure, two handles did not activate. To resolve the issue, the surgeon used a classic handle. There was no patient involved.